Event description:
It was reported to boson scientific corporation that the physician was performing an obtryx system-curved sling implant procedure in 2009. The complainant reported that during the implant procedure, the clinician experienced difficulty cutting through the device's blue tab in order to release the mesh. As the physician was cutting the tab, the scissors slipped and nicked the mesh. The physician felt the mesh was compromised. The physician removed this device and used a second obtryx system-curved to complete the case with no further complication. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, as it was discarded subsequent to the event; therefore, a failure analysis of the complaint device could not be performed. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause of the event.